Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5 the unit was producing a poor-quality image. The image on the display was colored green. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye hd ii video telescope was producing an unknown error code during procedure preparation. According to the initial reporter, the intended procedure was completed using different optics without any report of patient harm. During the device evaluation, it was discovered that the unit was not producing a poor-quality image. This report is being submitted to capture the poor-quality image discovered during the device evaluation.